Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced an unknown sensor issue which occurred the day after the sensor was inserted into the arm. The patient¿s continuous glucose monitor (cgm) followers were alerted to the patient having a low mg/dl reading. The patient was experiencing fatigue, confusion and was incoherent. Emergency medical service (ems) was called by the patient's family. Once ems arrived, the patient stated the sensor was not working but could not provide the exact error message. It is unclear how long after the cgm reading of low mg/dl, the sensor error appeared. No bg meter values were reported. Ems provided the patient with orange juice as treatment. The patient recovered at home and was not taken to the emergency room. The patient was fine at the time of the report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.